Event description:
Patient reported high blood glucose (401 mg/dl) resulting from leakage of cleo 90 subcutaneous infusion set cannula at the infusion site while the patient's pump was delivering insulin (humalog). Bolus was successfully used to address high blood glucose; no injury. No other issues were identified. Customer was recommended to change the site if possible and to consult their health care provider to discuss possible alternative infusion sets that would better suit her lifestyle.

Manufacturer narrative:
One cadd-legacy pump was returned for analysis with damage to the rare housing. The event log was reviewed and there was no error of alarm 1861 being displayed; therefore, the customer's reported issue was not verified. The pump was opened and motor current measured. The motor current measured within manufacturing specification. Delivery accuracy testing on the pump found the pumps delivery to be slightly positive. The pump's expulsor will be trimmed in order to bring the delivery into more nominal of a range. The front and rear housing will be changed due to being damaged. The downstream sensor measured lower than specification and will be replaced.